Event description:
It was reported by the user site that during preventive maintenance on the selenia dimensions mammography systems, 3d on (B)(6) 2026, the vertical travel assembly lead screw was lubricated and run to the bottom limit. The user site reported that when attempting to run the system up, it shut down with multiple errors. The user site reported that the system was rebooted and the same errors occurred. The user site reported that the drag brake assembly was replaced and tested, but the same errors recurred. The user site reported that multiple reboots resulted in only minimal upward movement before the system would shut down. The user site reported that several attempts, the system began moving upwards but, after approximately three seconds, the entire c-arm unexpectedly dropped (¿crashed¿) down. The user site reported that system then displayed an error that would not clear. No user or patient injuries were reported. A hologic field service engineer (fse) inspected the gantry and reviewed the condition of the system. The fse reported that based on the inspection and photographs, a screw failure was identified as the apparent cause of the c-arm failure, and damage to the gantry frame consistent with this failure was also observed. Due to the c-arm failure and associated frame damage, the fse determined they could not ensure that the gantry would be reliable or safe for continued patient use and therefore recommended that the gantry be taken out of service and replaced. No further information is currently available.